Event description:
The customer reported the system is displaying blemishes in images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed dust from the image intensifier. System operates as intended.